Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No motor displacement anomaly noted during testing. Exposed to magnetic field or MRI not confirmed. [Per (B)(6) ¿ r&d engineer: (pump error 15 found in the pump history file on (B)(6)2024 02:15:00.000) this is a known sw issue which is already fixed in ble v5.3, ahcl v6.6. See esf 3637736. According to pump history there was a software assert triggered by macros inverse_error_check1(). File h_drvserialflash.c, function sfd_historyindexcr] the following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. However, unable to generate the carelink reports and the csv file, problem isolated to the carelink site online. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. Please see below for the first 10 boluses listed on the event date 03-sep-2024 in the pump history file. (B)(6)2024 00:04:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:49:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:54:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:59:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:29:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 01:34:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:39:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:44:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:49:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 01:54:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) please see below for the daily total of all insulin delivered on the event date 03-sep-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 02:15:10.000 dailytotalofallinsulindelivered: 293250 (29.325 u) dailytotalofbasalinsulindelivered: 85250 (8.525 u) dailytotalofbolusinsulindelivered: 208000 (20.8 u) there were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-sep-2024 in the pump history file. (B)(6)2024 19:33:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 20:08:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 21:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 05:10:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 14:41:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 14:46:22.000 batteryremoved (55) (B)(6)2024 14:46:22.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 14:46:45.000 batteryinserted (44) (B)(6)2024 18:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 02:15:00.000 alarmalertnotification (40) faultnumber: inversecheck (15) (B)(6)2024 07:43:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 8:15:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert and changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. Changebatteryfault (73) - unknown. Pump error 15 - confirmed, please see (B)(6) comments above. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Pump error 15 - confirmed (please see (B)(6) comments above). Exposed to magnetic field or MRI not confirmed. No current code/category confirmed (carelink upload was successful. However unable to generate the carelink reports and the csv file, problem isolated to the carelink site online). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15(the critical block and inverse critical block did not add to zero), exposed to magnetic field. The customer reported blood glucose value of 6.1 mmol/l. The customer reported loss of consciousness which did not require treatment. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported being in the hospital after an accident that was not diabetes related. Customer was unconscious as a result of the accident. Pump was exposed to x-ray while customer was in the hospital for their accident. Pump error 15 occurred. Customer was able to clear the alarm and rewind the pump. However, fill cannula was not recorded in daily history. Troubleshooting was done. It was unknown if customer used the pump within 48 hours of the accident. It was unknown if smartguard was used. However, accident and loss of consciousness were not diabetes related. Pump returned for analysis.